Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the entrapment and deployment of the clip in the chordae and on one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. There was a clear large flail noted medially and an expanded annulus. One clip was deployed without issue reducing mr grade to 3. The second clip was advanced, but became caught in the chordae and could not be removed, so it was deployed in the chordae and on the anterior mitral leaflet only. There was no evidence of a chordal rupture. No further treatment was performed. Final mr grade remained at 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device or device component appears to be due to a combination of patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.